Event description:
Pt was revised to address a painful, swollen knee. Very little wear was observed on the insert. A patella resurfacing was performed on a native patella.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.